Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues and will require additional surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling removal and bladder stone removal due to erosion on (B)(6) 2010. (B)(4) - bladder stones.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary tract infection, dysuria, urinary incontinence, overactive bladder, rectocele, and cystocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with transvaginal hysterectomy due to stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues and will require additional surgery.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning micturition, dribbling of urine, and recurring bladder infections.

Event description:
It was reported that following insertion the patient experienced burning micturition, dribbling of urine, and recurring bladder infections.

Manufacturer narrative:
(B)(4). It was reported that patient underwent partial removal of sling, anterior and posterior colporrhpahy, enterocele closure, and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to cystocele, rectocele, enterocele, and complications of prior genitourinary sling at (B)(6) medical center.